Manufacturer narrative:
(B)(4). Pump was received with a cracked retainer. The test reservoir does lock properly inside the reservoir tube. Pump passed the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked retention ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.